Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision dislocation. Patient dislocated (B)(6) 2017 in rehab. Surgeon decided to revise, and changed the 6 poly to a spacer and 3mm. The surgeon commented that the version needed slight correction, and it needed more height. The patient also had odd anatomy and severe avn, so he had tuberosity issues pre op.

Manufacturer narrative:
The complaint description states that a patient had a revision of reverse total shoulder due to dislocation (glenosphere and pe cup). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.